Event description:
The customer reported that the system did not display a fluoro image. No patient injury was reported.

Manufacturer narrative:
The ge service rep verified there was no image. He ordered parts and installed the snubber pcb assembly and cooling cover. The rep checked and verified the system was fully operational, by taking several xrays and observing the images.